Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance since implant, and noted as high, with a noted polarity switch to unipolar mode. The rv lead settings were re-programmed. It was also reported the rv lead bipolar settings was noted as high. No oversensing observed with isometric movements. The rv lead remains in use. No patient complications have been reported as a result of this event.